Event description:
It was reported when using the bd pyxis medstation system that the orders were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. The technical support specialist checked on device med1 and the application server, confirmed that was communicating with the server as usual and no network issue was found. The system functioned as intended after the technical support specialist troubleshooted the device.